Manufacturer narrative:
Manufacturer completed entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results.

Event description:
A report was received that stated the pump alarmed "check clutch". No patient injury or adverse event was reported.